Event description:
It was reported that the signal artifact monitor of the pacemaker disabled the minute ventilation (mv) sensor due to sensing of right ventricular (rv) noise. Technical services recommended further review of the device programming in order to re-enable the mv sensor. The pacemaker system remains in service.